Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a closure of the ileostomy, the staples did not deploy and did not cut the tissue. The plan at the beginning of the case was to anastomose the bowel by hand sewing, but then the surgeon decided to use the auto suture. Apparently when they put it in place and fired it, no staples came out and it failed completely. The surgeon was asked if they would like a replacement and said they would go back to original plan and hand sew. The patient had minimal blood loss due to this problem. The surgeon resorted to hand-sewing to complete the case. There was no patient injury.